Event description:
A pt reported experiencing inaccurate high results with a surestep meter. The pt's blood glucose was 90 mg/dl on code 4 test strip and 139 mg/dl on a code 11 test strip within 10 minutes with a 38% difference. Pt did not experience any adverse events. No further info has been reported.